Event description:
Customer reported a past low blood glucose event with the lowest recorded level at 45 mg/dl. Cause was not known. The customer consumed glucose tablets to address low bg level. Recommendation to consult their healthcare provider to discuss potential factors affecting blood glucose levels.